Event description:
Complainant alleged that while treating an unconscious pt the device appropriately discharged at 120 joules and 150 joules however when the device was charged to 200 joules the device displayed a "defib fault 108" message and failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.